Event description:
Healthcare professional reported "deflation". This record is for the right side. Device remains implanted and it will be returned.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h.6.

Event description:
Healthcare professional reported "deflation". This record is for the right side. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b3, b5, b6, h6.

Event description:
Healthcare professional reported "deflation". Healthcare professional later reported "particles in valve" also "cysts" that have been deem no device related. This record is for the right side. Device was explanted. Patient undergo a capsulectomy.